Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease (pad) and underwent percutaneous transluminal angioplasty (pta). The 75% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter and a 2mm x 40mm x 145cm coyote es balloon catheter were each used for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, each of the balloons ruptured at the proximal part of the distal tip. Additionally, a pinhole was noted. The balloons were removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.